Event description:
A customer reports during ptk (photo therapeutic keratectomy) mode, the window was "freezing." The system had to be rebooted. No pt harm or injury was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).